Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. The customer's mother did not know the blood glucose reading. She stated that the insulin pump also alarmed no delivery. She reported that the insulin pump was locked and would no longer turn on. No significant events leading to the alarm were observed. The insulin pump was not available for troubleshooting. Advised replacement of the insulin pump. Nothing further reported.